Event description:
Two instances where the insulated guard on the teflon bovie tip in ent pack has come off during case. Some others have been found loose and free from bovie tip in ent and flap packs prior to opening. This is plastic and not x-ray detectable. No harm and manufacturer rep is involved. Reference report #mw5151219.